Event description:
The advocate stated the customer received a blood glucose reading of 179mg/dl on the contour next ez, retested on the contour and the reading was 73mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.